Event description:
It was reported that the customer's insulin pump has been giving an alarm and shutting off unexpectedly when the battery was low. The customer's blood glucose level was 71 mg/dl. The customer also stated that on (B)(6) 2014 and (B)(6) 2014 she received a no delivery alarm from her insulin pump. The customer also stated she had high blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).